Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a type 3b endoleak, a type 1b endoleak of the right internal iliac artery (riia) and a rupture. The most likely cause of the type 3b endoleak was related to the strata graft material. The most likely cause of the type 1b endoleak was related to the diameter of the right common iliac artery being outside the treatment range (off -label) and the aortic rupture at the time of implant (cautionary product use). The devices were not returned for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: contact information updated.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Explanted devices not released.

Event description:
Patient initially implanted with a bifurcated stent and a proximal extension cuff on (B)(6) 2013. On (B)(6) 2016 the patient came in emergently with a ruptured aneurysm. The physician identified a type 3b endoleak with a hole just above the bifurcation of the main body and potential type 1b endoleak. The physician elected to explant the devices and complete an open repair. The patient is in stable condition.